Event description:
A patient reported experiencing inaccurate erratic results with an otu, meter. The patient's blood glucose results were 194 mg/dl, 394 mg/dl, 59 mg/dl. Tests were done within <10 minutes with a differnce of 92%. Patient did not experience any adverse events. No further information has been reported.